Manufacturer narrative:
(B)(6). The lot was manufactured between march 2, 2020 to march 3, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. The device had been filled with flucloxacillin 8g+citrate. The expected infusion time was twenty-four hours. This issue was identified during infusion with antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.